Event description:
Ambu bag kits for emergency resuscitation that have an outside expiration date (the bag itself) in the 2026s; however, the c02 piece inside has a separate expiration of august 2022. Manufacturer response for kit, ambu bag kits (per site reporter). Manufacturer representative contacted by our site in july due to expiration date of co2 monitors rapidly approaching. Ynhhs requested they replace the kits, but they may have backorders on the expiring part.